Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the roller pump molded tongue was broken and was unable to occlude. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The roller pump itself was not being used.